Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the analysis, the coil delivery wire was found to be kinked/bent, the main coil was also seen to be kinked/bent and stretched. Also, the main coil was found to be detached from the delivery wire. Functional inspection was unable to perform the test as the main coil was found to be detached. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to as reported ¿coil in catheter friction'. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to as analyzed¿ main coil kinked/bent', ' main coil stretched' and ' main coil prematurely detached/separated during use'. Handling damage will be assigned to as analyzed ¿coil delivery wire kinked/bent¿ as this complaint appears to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage was assigned.

Event description:
It was reported that during procedure the subject coil encountered resistance while advancing the subject coil within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Analysis of the returned device found the main coil prematurely detached/separated during use. There were no clinical consequences to the patient reported as a result of this event.